Manufacturer narrative:
Exact date unknown, event occurred in august 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7134646?7133281.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.